Event description:
It was reported that there are drops of water leaking out from under the device. It is unk if there was pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the MFR for an investigation. The complaint of water leaking could not be duplicated. There were no visible signs of water inside or outside the handpiece. A broken ebox was replaced and the device was returned to the customer.